Event description:
Report was received from the USA stating that the cord of the device came apart near the hand piece. The device was not being used during surgery. There were no injuries or medical intervention required. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).